Event description:
Impella implanted, approximately a month later the patient reported feeling uneasy 2130, repositioned per request after sitting on side of bed for comfort. After patient repositioned, the impella device stopped working (@2154), abiomed (device company) was called as well as the md called to bedside. Attempted restarting impella with low flow rates multiple times per abiomed request, however would not start. Patient began to feel more uneasy. Patient lost consciousness w/ pulseless electrical activity (pea) arrest.